Event description:
It was reported the lumify ultrasound system was not available during a critical procedure. During a extracorporeal membrane oxygenation (ECMO) procedure, the ultrasound system generated an intermittent error code. The procedure was completed without use of the ultrasound system. Additional information is being obtained to determine patient outcome. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed, however there was insufficient information to determine cause of the reported issue. Essential information such as the physical device, logs, or steps to reproduce the issue were not provided.